Manufacturer narrative:
Follow up 08-mar-2016: ptc investigation results were provided. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced highest toxicity levels her doctor had ever saw. A hysterectomy was performed. The first event was considered serious by the company due to medical importance and unlisted in the reference safety information for essure. The event hysterectomy was considered serious and listed. In this case, it was not reported what type of toxicity occurred. It was also unknown the exact reason for undergoing the hysterectomy. A causal relationship between the reported events and essure therapy cannot be totally excluded and due to the surgical intervention this case was upgraded to incident. Additionally, non-serious event was reported: tore up by essure (interpreted as bad physical state). The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Event description:
This is a spontaneous case report received from a consumer via social media in united states on 28.nov.2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Additional information was received on 05.dec.2014. Consumer reported that she was so tore up by essure and also experienced highest toxicity levels her doctor had ever saw. No additional information was provided. Ptc investigation result was received on 16-dec-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Toxicity levels is not a failure mode of essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 07-jan-2016: the consumer reported she had a hysterectomy at only (B)(6). She was so sick from the device that she could barely function for five years. She also reported that since the hysterectomy many symptoms have gone away, but not all. Case upgraded to incident follow up 07-jan-2016: no new information was provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced highest toxicity levels her doctor had ever saw. A hysterectomy was performed. The first event was considered serious by the company due to medical importance and unlisted in the reference safety information for essure. The event hysterectomy was considered serious and listed. In this case, it was not reported what type of toxicity occurred. It was also unknown the exact reason for undergoing the hysterectomy. A causal relationship between the reported events and essure therapy cannot be totally excluded and due to the surgical intervention this case was upgraded to incident. Additionally, non-serious event was reported: tore up by essure (interpreted as bad physical state). The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. An update product technical analysis is expected.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migrated and was perforation') and device toxicity ('highest toxicity levels her doc had ever saw') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device toxicity (seriousness criterion medically significant), physical deconditioning ("tore up by essure"), metal poisoning ("highest level of metal toxicity he'd saw") and scar ("scar tissue had grown put of my tubes "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device toxicity, physical deconditioning, metal poisoning and scar outcome was unknown. The reporter considered device toxicity, metal poisoning, physical deconditioning, scar and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: uterine perforation, metal toxicity and scar. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received- new event migrated and was perforation, highest level of metal toxicity he'd saw and scar tissue had grown put of my tubes were added. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migrated and was perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never had intense orgasm. She now can achieve even through regular sex. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device toxicity ("highest toxicity levels her doc had ever saw"), physical deconditioning ("tore up by essure"), metal poisoning ("highest level of metal toxicity he'd saw"), fallopian tube disorder ("scar tissue had grown out of my tubes"), hyperaesthesia teeth ("teeth sensitive"), tooth loss ("los two since essure"), tooth fracture ("tooth crumbled out of my mouth"), dental caries ("cavities"), abdominal distension ("e belly ") and migraine ("migraine"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device toxicity, physical deconditioning, metal poisoning, fallopian tube disorder, hyperaesthesia teeth, tooth loss, tooth fracture, dental caries, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, dental caries, device toxicity, fallopian tube disorder, hyperaesthesia teeth, metal poisoning, migraine, physical deconditioning, tooth fracture, tooth loss and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: uterine perforation, metal toxicity, scar, abdominal distension, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: sm received : events added- migraine, abdominal distension. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migrated and was perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never had intense orgasm. She now can achieve even through regular sex. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device toxicity ("highest toxicity levels her doc had ever saw"), physical deconditioning ("tore up by essure"), metal poisoning ("highest level of metal toxicity he'd saw"), fallopian tube disorder ("scar tissue had grown out of my tubes"), hyperaesthesia teeth ("teeth sensitive"), tooth loss ("los two since essure"), tooth fracture ("tooth crumbled out of my mouth") and dental caries ("cavities"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device toxicity, physical deconditioning, metal poisoning, fallopian tube disorder, hyperaesthesia teeth, tooth loss, tooth fracture and dental caries outcome was unknown. The reporter considered dental caries, device toxicity, fallopian tube disorder, hyperaesthesia teeth, metal poisoning, physical deconditioning, tooth fracture, tooth loss and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: uterine perforation, metal toxicity and scar. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event added- pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migrated and was perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never had intense orgasm. She now can achieve even through regular sex. In (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device toxicity ("highest toxicity levels her doc had ever saw"), physical deconditioning ("tore up by essure"), metal poisoning ("highest level of metal toxicity he'd saw"), fallopian tube disorder ("scar tissue had grown out of my tubes"), hyperaesthesia teeth ("teeth sensitive"), tooth loss ("los two since essure"), tooth fracture ("tooth crumbled out of my mouth") and dental caries ("cavities"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device toxicity, physical deconditioning, metal poisoning, fallopian tube disorder, hyperaesthesia teeth, tooth loss, tooth fracture and dental caries outcome was unknown. The reporter considered dental caries, device toxicity, fallopian tube disorder, hyperaesthesia teeth, metal poisoning, physical deconditioning, tooth fracture, tooth loss and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: uterine perforation, metal toxicity and scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migrated and was perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never had intense orgasm. She now can achieve even through regular sex. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device toxicity ("highest toxicity levels her doc had ever saw"), physical deconditioning ("tore up by essure"), metal poisoning ("highest level of metal toxicity he'd saw"), fallopian tube disorder ("scar tissue had grown put of my tubes"), hyperaesthesia teeth ("teeth sensitive"), tooth loss ("los two since essure"), tooth fracture ("tooth crumbled out of my mouth") and dental caries ("cavities"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device toxicity, physical deconditioning, metal poisoning, fallopian tube disorder, hyperaesthesia teeth, tooth loss, tooth fracture and dental caries outcome was unknown. The reporter considered dental caries, device toxicity, fallopian tube disorder, hyperaesthesia teeth, metal poisoning, physical deconditioning, tooth fracture, tooth loss and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: uterine perforation, metal toxicity and scar. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: tooth loss, teeth sensitive, crumbled teeth, cavities were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.